Manufacturer narrative:
Vyaire file identification number (B)(4). At this time the suspect device has not been evaluated by vyaire medical, therefore no root cause can be determined vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported vent inop & motor fault alarms on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.